Event description:
It was reported that during an intracept procedure, while the physician was accessing the l2 vertebral body he noticed that the pedicle was small and was difficult to get good placement with the instruments. The placement looked good on the ap lateral view but when the physician removed the sylet to insert the curved cannula assembly, it was noticed there that the patient was severely bleeding out of the cannula. The physician removed the instruments and decided to access the other side of the same vertebral body. The physician completed access and ablation of l2. When the physician proceeded to access the l1 vertebral body, it was noted that the patient's blood pressure dropped. The medical team provided medication (phenylephrine) to get the patient's blood pressure back up. Due to the drop in blood pressure, the physician did not treat the l1 vertebral body and aborted the rest of the procedure. There was no report of a device-related issue. Post operatively, the patient's blood pressure returned to normal and is doing well.